Manufacturer narrative:
D4 - UDI number is not required for this product code. The actual device was discarded by the involved facility. However, the investigation of this complaint was based on the information provided by the user facility, evaluation of a retention sample for the involved product code/lot number combination and review of quality documents. Visual inspection of the retention sample found no anomalies. Magnifying inspection revealed no anomalies. The outside diameter was confirmed to meet manufacturing specification. The sample was disassembled for closer inspection of the state of the adhesion of the urethane outer layer to the core wire. No anomalies, such as a lifted segment of the urethane outer layer or a gap between the core wire and the urethane outer layer was noted. A review of the device history record and the shipping inspection record from the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report of this nature with the involved product code /lot number combination. There is no evidence that this event was related to a device defect or malfunction. The retention sample was verified to be normal product. While the exact cause of the reported event cannot be definitively determined based on the complaint description, it is likely the actual sample sheared the urethane outer layer off the main body while being withdrawn through the involved metallic needle and having come in contact with the edge of the involved metallic needle, resulting in the reported event. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a device fragment was left in the patient during a procedure. Follow up communication with the user facility confirmed the following information: the actual sample was used inside the liver in combination with a metallic needle; the urethane outer layer was sheared off the device at approximately 3 - 4 cm in length; the fractured piece remained in the patient's liver; the patient's prognosis was taken into consideration, the doctor decided not to try to retrieve the sheared piece from the patient; and the patient has not yet recovered.